Manufacturer narrative:
The cot was returned to the manufacturer for evaluation. A visual and functional evaluation was conducted; however, there were no observations of anything which would contribute to the cot tipping to the side while being loaded. The cot was functioning according to specification. No additional details were provided regarding the alleged patient injury. The complainant originally reported the patient shifted their weight during the loading process and it has been determined this was the contributing factor to the reported incident. The IFU for the cot provides sufficient instructions on the proper restraining of a patient to reduce movement as well as guidance on the required operators and their positions necessary for the loading process to ensure control of the cot throughout the process.

Event description:
The complainant reported while attempting to load a patient, the patient shifted their weight causing the stretcher to allegedly tip to the right side. It was reported the patient remained on the stretcher and never made contact with the ground. The patient complained of knee pain alleged from pressure against the restraint. No further details were provided.

Event description:
The complainant reported while attempting to load a patient, the patient shifted their weight causing the stretcher to allegedly tip to the right side. It was reported the patient remained on the stretcher and never made contact with the ground. The patient complained of knee pain alleged from pressure against the restraint. No further details were provided.